Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was noted that balloon rupture occurred. Vascular access was obtained via the left femoral artery through ipsilateral antegrade approach with a non-bsc introducer sheath. The 99% stenosed target lesion was located in an artery below the left knee. After a non-bsc guide wire crossed the lesion, a 2.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilatation. However, during inflation, contrast agent leakage was confirmed through the fluoroscopic image and the pressure gauge of the inflator would not increase. The device was removed and a vertical crack was noted on the balloon. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.